Manufacturer narrative:
(B)(4). The lot was manufactured from november 18, 2015 to november 19, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The device was filled with fluorouracil, and the medication was delivered in 24 hours instead of 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.